Event description:
The manufacturer received information alleging a ventilator's peak inspiratory pressures did not rise while in use on a patient. The patient was unable to breathe easily and was switched to another ventilator. The ventilator was returned to the manufacturer and the customer's complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and service required codes were observed in the downloaded event log. The device's overhead blower filter needs replaced to address the issues. There was evidence of contamination.